Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 425 mg/dl. Customer treated with 20 units of insulin to correct the pump. Customer stated that when he goes to bed, the pump is in the front of the pocket and he sleeps on the side, so the pump's face is not obstructed. Customer went through 3 batteries in the last 3 nights. Customer's most recent blood glucose level was 180 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised that the pump will also need to be returned. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened, all of the buttons, dome switch. No button error alarm or numbers ramping up noted. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.